Event description:
Baxter received a report that versacare frame had bed exit alarm not functioning. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the bed alarm function. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not alarm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in apr 14, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a bed exit not functioning were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.